Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06aug2019. The field service engineer replaced the power management (pm) printed circuit board (pcb) to address the issue. The ventilator passed all test and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during service, the ventilator would not power off. The ventilator was not in use on a patient at the time of the event occurred.